Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump battery lasted for 7 days. The up and down buttons were sticking in place and stopping insulin delivery randomly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
Pump received with an unresponsive keypad at the up and down buttons. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test or verify no delivery alarm and low battery alarm due to unresponsive keypad. Pump was cut open to perform visual inspection and found corroded keypad traces at the up and down button. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on event date alarm found (61) was recorded on 06/11/2025 14:26:32.000 unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However, thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage ( ul vlith ) and loaded voltage (loaded vlith) ) was within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on 05/08/2025 10:11:00 after more than 7 days at 15.55 days. Battery cycle 3.0 received the lowbatteryalert (104) on 04/22/2025 11:15:00 after more than 7 days at 15.14 days. Battery cycle 2.0 received the lowbatteryalert (104) on 04/06/2025 22:47:00 after more than 7 days at 15.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records no moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had cracked case, broken battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage and pillowing keypad overlay. Unable to verify no delivery alarm and low battery alarm due to unresponsive button. Unresponsive down button was observed during analysis and confirmed button error alarm in history file due to due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.